Manufacturer narrative:
This value is the average age of the patients with interstim devices reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients with interstim devices reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Duchalais, e., meurette, g., perrot, b., wyart, v., kubis, c., lehur, p.a. Exhausted implanted pulse generator in sacral nerve stimulation for faecal incontinence: what next in daily practice for patients? Int. J. Colorectal dis. 2015. Doi 10.1007/s00384-015-2433-1. Summary: in this study, the implanted pulse generator observed median lifespan was 9 years. After exhaustion, generators were safely and efficiently replaced. The study also gives insight into long-term needs and costs of sacral nerve stimulation (sns) therapy. Reported events: the true minimal lifespan for the interstim device was reported to be 3.7 years, which was noted to be shorter than the estimated lifespan provided by the manufacturer (minimum estimated to be 5.5 years). The source literature included the following device specifics: implantable neurostimulator interstim model 3023 further information has been requested; a supplemental report will be submitted if additional information is received.